Event description:
It was reported that the zimmer dermatome was not working properly. The surgeon was unable to harvest skin from the patient. The skin grafts obtained were only strips and they were unusable. The doctor tried on two different parts of the body before he could get something he could use. Additional clinical follow up with the hospital indicated that the device was skipping over the skin and this action could be felt also, as if the device was ¿bogging down intermittently.¿ the surgeon reported, he places one hand on the device and the other hand is used to retract the donor tissue. The e surgeon also provided the following information; initial depth setting was 0.012 which he increased to 0.020, each donor harvest (three total) was completed with a new zimmer dermatome blade, the device is operated at a 30 degree angle, mineral oil is used on the graft and the device, there were no adaptors on the nitrogen connections, the air pressure setting is set at approximately 100 psi, the surgical time was increased by approximately 30-45 minutes. There was no report of medical intervention. There was no information regarding the post-operative condition of the patient.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 13 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Investigation of the device did not identify any damage. Prior to repair, the device was out of calibration at the zero and the twenty thickness settings. This loaner device was sent to the customer on (B)(4) 2012 in calibration and returned out of calibration less than 45 days later. Lack of calibration of the unit could have caused the customer¿s issue of cutting the skin in strips. Calibration issue most likely occurred due to improper handling by the customer. Unable to confirm the event where the motor ran intermittently, motor met all specifications. The device was serviced and returned to the customer.